Event description:
On (B)(6) 2012, pt reported her blood glucose elevated to the 300 mg/dl range on (B)(6) 2012. She delivered insulin via the infusion device as a correction. Her blood glucose was 176 mg/dl before bed on (B)(6) 2012 and 365 mg/dl when she woke up on (B)(6) 2012. She experienced symptoms of being nauseated, and her normal blood glucose is 99-118 mg/dl. No error messages were received on the infusion device, and no product issues were revealed during troubleshooting. Pt switched to her backup infusion device using all of the same accessories. Follow-up was completed with pt on (B)(6) 2012. She reported her blood glucose has been ¿great¿ since starting the backup infusion device. Pt believes the primary infusion device was not delivering the correct amount of insulin. The infusion device was not delivering the correct amount of insulin. The infusion device, infusion set, cartridge, and adapter were requested for eval. The infusion device was replaced. She did not require treatment from a healthcare professional or second party to address the issue.